Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with adolescent idiopathic scoliosis suggested for posterior correction fusion. Event occurred intra-op. Levels implanted t4-l3. It was reported that psf on t4-l3 was performed for ais type6. After pedicle screw was placed on t4-l3, lamina hook was placed on left l3, intervertebral disc resection was performed on t12/l1-l2/3, facet joint resection was performed on t5/6-t11/12, correction was performed with cantilever rod rotation on left rod(1556300500). After that, correction was performed additionally with cantilever on right rod(g869h021). During the operation, mep monitoring was performed at any time, but after the correction, the waveform dropped significantly and the waveform became zero temporarily. After that, the rod was removed, the waveform was restored, connected again, the waveform dropped, which was repeated for several times. As a result, in this operation, it was decided to close the wound without placing a rod, and perform correction fusion again at a later date after examination by CT/ MRI etc. Patient symptoms were mep monitoring waveform dropped during the operation. Even after awakening from anesthesia, mep waveform was the same and the movement of the left lower limb was poor, so nerve damage (compression) was suspected. No further complications reported. Device was explanted at the same time and is being returned. No malfunction occurred with the rods. Reoperation was performed on january 14.